Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents and no unexpected low battery alarm or power loss alarm noted during testing. However, power loss alarm found in long trace history file due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer had a low battery and pump went off. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump alarmed low battery repetitively after inserted new battery. The insulin pump went off. The insulin pump was returned for analysis.